Event description:
It was reported that the pt experienced restenosis in the left internal carotid. It was recommended that the pt continue plavix and current med regimen. The possibility of re-dilation vs continued observation and med management for her disease was recommended, as the pt remained asymptomatic. The physician will continue to investigate with mra or CT angio non-invasively.